Event description:
In MFR report #3004209178-2011-02847. It was reported during a replacement procedure there were high impedances. After the stimulator was replacement the impedances were still high. The stimulator was programmed around the electrodes with high impedances, and the patient had "good" coverage. There was no plan to revise the leads.

Manufacturer narrative:
(B)(4).